Event description:
It was reported that the tip broke of the har36 during an unknown procedure. The device was replaced with a like device and the procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.